Manufacturer narrative:
This report is submitted on april 2, 2020.

Event description:
Per the clinic, the patient experienced a purulent drainage from the incision site. The infection was treated with oral antibiotics. The implant remains in-situ.

Manufacturer narrative:
It has now been reported that the patient was hospitalised and had developed an abscess which was treated with IV and oral antibiotics. This report is submitted on may 5, 2020.